Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture" and "rupture" diagnosed via ultrasound. This record is for the right side. The device remains implanted.

Event description:
Patient reported "capsular contracture baker grade unknown" and "rupture". Later patient reported "capsular contracture baker grade IV" and "accumulation of serous fluid". Later healthcare professional reported "ptosis". This record is for the right side. The device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a physiological phenomenon. ¿ seroma: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed.